Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed software error alarm. Customer's blood glucose was 238 mg/dl. Customer mentioned the motor did not move during prime. Customer will not be returning the device for analysis.